Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the implant was fractured and was removed. Tooth site #3.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date; d4: unique identifier (UDI) number is not provided / unknown. D9: device availability; h2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned product identified signs of use, apparent bone debris on external threads. The implant is fractured in the collar region. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.